Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the "alaris system unit plugged into a power board next to another alaris system unit. Pump running noradrenaline, pump turned it self off with no warning. The pt's became profoundly hypotensive, the pump was replaced by another and the pts blood pressure improved with the new infusion running at a higher rate. No further harm." No further event or pt information provided by the customer.